Event description:
The device is connected to specified tubing and accessories and is used to provide irrigation during endoscopic procedures. It was reported that during a colonoscopy procedure a significant amount of sterile water leaked from the device and sprayed onto the doctor's lab coat. This leakage occurred at the one way valve on the tubing. The customer removed the device and replaced it with another without any further issues. There was no reported harm to patient or user.

Manufacturer narrative:
Based on the information provided, there was no injury to either patient or user. Complying the (B)(4) requires the facility to provide, and wear, appropriate protective equipment. This would mitigate any potential for harm. Review of the lot history record indicates no problems in the manufacturing of this device.